Event description:
This report is based on information provided by a philips bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device would not charge, the charging port was physically damaged, the center pin was missing. There was patient involvement, however no health consequences or impact.